Manufacturer narrative:
The pump remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to this event include the patient's advancing age, past medical history and related comorbidities. There are possible patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Right heart failure and cardia arrhythmias are known potential complications that may be associated with use of this product and in patients with heart failure.. The device remains implanted.

Event description:
A report was received that the patient developed ventricular fibrillation on (B)(6) 2016 five days after left ventricular vad implantation. The patient's condition necessitated repeated shocks and inotropic support. A transesophageal echocardiogram (tee) revealed a severely dilated left ventricle (lv) with severe systolic impairment, mild to moderately dilated right ventricle (rv) with moderately severe systolic impairment and a closed and fixed aortic valve (findings suspicious for thrombus and/or sludge formation in sinuses of valsalva). The patient underwent implantation of a right ventricular vad on (B)(6) 2016. The patient's surgeon reported that the rv failure was refractory in nature despite timely and appropriate escalation of rv support. The site further reported that the patient had no overt vital organ hypoperfusive damage, terminal deconditioning, coagulopathy or sepsis associated with this event.